Event description:
A false positive advia centaur xp total hcg patient result was obtained for a patient sample. The physician questioned the result and requested a redraw sample. The redraw sample was tested and the result was negative. Repeat testing was performed on the initial sample and the result was negative. The physician requested the test due to a procedure the patient needed. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse checked dark counts, probe alignments and checked acid/ base dispense volume. The sample probe line had a leak. The tubing was replaced. The sample syringe was lubricated and the sample probe cable was replaced. The problem persisted. The sample probe syringe, plunger, and pump were replaced. The quality controls were run for multiple assays and the controls were in. The sample probe sample aspiration was checked. The system was fully functional. The quality control and calibrations were acceptable. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the limitations section: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal nonpregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results, sometimes in consultation with other medical experts." "This kit is not intended for any use other than assessment of pregnancy status."